Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. The root cause to why it was not possible to attach the osi200 implant/ba abutment/bim400 implant magnet/bone bed indicator to the bi300 is highly likely due to internal implant threads of the bi300 have been damaged when using the wrong tool when attaching the implant to the bone. A screwdriver may has mistakenly been used instead of the implant inserter, and this will damage the internal threads of the implant. Damages to the internal threads makes it impossible to successfully tighten any fixation screw into the bi300, thus resulting in the surgical delay. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on june 12, 2024.

Event description:
Per the clinic, during the implantation surgery on (B)(6) 2024, the surgery time was extended for 2 hours due to unable to screw an osia implant on the internal fixture. A back-up internal fixture was used with no further issues.